Event description:
It was reported that insulin gauge displayed amount different than expected on previous day, with difference greater than 30 units between displayed and expected values, although exact values were unknown. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support documented issue and sent replacement cartridge.